Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. No UDI is being reported because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v and xience nano, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that in (B)(6) 2016, the patient was admitted with an st elevation myocardial infarction (stemi) and underwent a stenting procedure, with implantation of an unspecified 3.5 mm xience stent in the left anterior descending (lad) artery. It was reported that on (B)(6) 2018, the patient was re-admitted with stemi. Coronary angiography was performed and thrombosis was noted in the implanted stent. A stenting procedure was performed to treat the thrombosis. Post procedure, the patient was doing well. No additional information was provided.